Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The manufacturer's field service engineer (fse) was dispatched to the site and evaluated the unit. Fse was able to verify the reported error code via the diagnostic log. Fse powered on the vent in normal operation mode and allowed the unit to run for half an hour. Fse was unable to recreate the reported issue. Unit operated as intended. Fse inspected data acquisition (da) pcba and found that it was misaligned. Fse instructed customer on proper pin alignment. Fse removed the da pcba and re-installed it making sure it was properly aligned. Unit passed required performance verification tests per philips standards and returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of proximal pressure sensor auto zero failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.